Manufacturer narrative:
Additional information: d10, h6, h10; one medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found with the top case was broken right front and bottom case was damaged. Event history log review was performed and found invalid syringe size alarm in history. Visual inspection was performed. The customer's reported problem was confirmed. According to the investigation the pump size was out of spec as a result of normal wear or calibration drift due to the pump being over 7 years old. Service's replaced the pump size pot as a preventative measure and recalibrated the pump and this cleared up the reported problem. The problem source of the reported problem is normal wear (pump is over 7 years old).

Event description:
Information was received indicating that a smiths medical medfusion pump had a system malfunction error. The pump was not reported to have caused an incident with a patient.

Manufacturer narrative:
Other, other text: additional information h7 and h9 this remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.

Manufacturer narrative:
Other, other text: additional information h7 and h9 this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).